Event description:
It was reported that the patient underwent l4-s1 posterior fusion using rhbmp-2/acs on multiple levels, with dbx, synthes instrumentation and allograft and autograft. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: lumbar instability after prior diskectomy at l4-5 and l5-s1. For which, patient underwent following procedures: lumbar re-exploration, bilateral l3-4, l4-5 and l5-s1 foraminotomies, pedicle screw fusion l4, l5, s1 and lateral bone fusion over the transverse processes of l4, l5 and s1 with banked as well as autologous bone grafting. Per op notes, the transverse process of l4, l5 and s1 were decorticated. Over the decorticated transverse processus was placed rhbmp-2/acs as well as cancellous chips, autologous bone and dbx bilaterally. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.